Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was fixed at 24cm but introduced up to 26cm since the tube was a5.1 cm from carina but had a cuff leak later on. As the leakage progress, the tube was replaced on the patient without harm.